Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was escalated from impella cp to impella 5.5 support. At the time of impella 5.5 insertion, systolic arterial blood pressure (sabp) in the right hand decreased to 30 mmhg. This was initially attributed to intraoperative manipulation. However, upon return to the intensive care unit (ICU), sabp in the left hand also decreased to approximately 30 mmhg. Aortic (ao) waveforms were obtained with a mean arterial pressure (map) of approximately 80 mmhg. A subsequent computed tomography (CT) scan confirmed thrombotic occlusion in three branches of the aortic arch. Sheaths were inserted into both internal arteries, and perfusion was initiated via the extracorporeal membrane oxygenation (ECMO) circuit. A head CT scan demonstrated significant cerebral edema secondary to ischemic cerebral infarction. The patient subsequently expired. Physician comments indicated that ultrasound imaging performed prior to impella 5.5 insertion identified a giant thrombus in the left atrial appendage. The physician noted that the patient¿s survival would have been unlikely without impella support and indicated no anticipated impact. Additional information indicates it is unclear whether a CT scan was performed at the time of escalation from impella cp to impella 5.5. An arterial line (a-line) was placed in the right radial artery. The cerebral infarction was ischemic in nature. As there was no waveform dissociation between the arterial line placed in the right temporal artery and the device position waveform, it is considered unlikely that the cerebral infarction occurred during impella cp support. Based on the available information, the timing of the cerebral infarction is unknown but is considered unlikely to be associated with impella cp support per the report. The impella cp will be reported as a serious injury type of reportable event, while the impella 5.5 will be reported as a death type of reportable event. According to the physician, the patient¿s survival would have been unlikely without impella support. Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: added embolism (e0503). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the final coding that accurately reflects the reported event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a thrombus in the three "branches" of the arch which was treated with perfusion, and a CT showed a cerebral infarction. The patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.